Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
The customer reported the cable is intermittently disconnected between sensor and monitor. No consequences or impact to patient was reported.

Manufacturer narrative:
The returned cable was evaluated. During evaluation the cable passed all visual and functional testing. The cable was determined to be functioning as designed., corrected data: brand name was updated from "sedline" to "rd sedline patient cable". Model # was updated from "4298" to "25004". Catalog # was updated from "9513" to "4298".